Event description:
On april 27, 2026, novocure received the literature article ¿a phase 2 study of niraparib concomitant with tumor treating fields in patients with recurrent grade 4 glioma,¿ describing results of the investigator sponsored trial ¿a phase ii study evaluating the efficacy and safety of niraparib and tumor-treating fields in recurrent glioblastoma¿. A total of 9 patients with recurrent glioblastoma or idh-mutant grade 4 astrocytoma after prior radiotherapy were enrolled. The trial included two cohorts: cohort a (no clinical indication for surgical resection) and cohort b (clinical indication for surgical resection). Cohort a used a simon¿s two-stage design to assess efficacy of ttfields plus niraparib. Cohort b followed a window-of-opportunity design to evaluate whether ttfields induces homologous repair deficiency (hrd) in glioma cells. In cohort a, patients received ttfields, followed by initiation of niraparib 5¿7 days later. In cohort b, patients started ttfields, underwent surgical resection after 5¿7 days, resumed ttfields postoperatively, and initiated niraparib 5¿7 days after ttfields resumption. Aes that could reasonably be attributed to the intervention based on temporality and investigator assessment were classified as treatment-related adverse events (trae). The most common ttfields traes were grade 1-2 dermatologic toxicity, with 6 of 9 patients (67%) reporting dermatologic symptoms on the scalp. Gastrointestinal ttfields traes included grade 1-2 nausea in 1 of 9 patients (11%), and grade 1 vomiting in 2 of 9 patients (22%). Nervous system ttfields traes included grade 1-2 ataxia in 1 of 9 patients (11%), grade 1-2 cognitive disturbance in 1 of 9 patients (11%), grade 1-2 cerebral edema in 1 of 9 patients (11%), grade 1-2 headache in 1 of 9 patients (11%), grade 1-2 memory impairment 1 of 9 patients (11%), and grade 1-2 seizure 1 of 9 patients (11%). One patient (11%) experienced a ttfields trae of grade >= 3 ataxia. One patient (11%) experienced grade 4 cerebral edema that was deemed possibly related to the combination of ttfields plus niraparib. The authors concluded that the combination of ttfields and niraparib was feasible, safe, and well tolerated; however, did not demonstrate an efficacy signal.

Manufacturer narrative:
Novocure medical opinion is that cerebral edema and ataxia are unrelated to optune gio therapy and are related to underlying disease (gbm). As the physician was unable to rule out a possible contribution of optune gio therapy to the events, novocure is reporting out of an abundance of caution. Dermatological toxicities were related to the device use, but not serious. Nausea, vomiting, cognitive disturbance, headache, memory impairment, and seizure were assessed as related although non-serious. Brain oedema is an expected event with optune gio device use (ef-11 1% and 4% ef-14 optune arm). Contributing factors for brain oedema in this patient include concomitant niraparib (posterior reversible encephalopathy syndrome is listed as side effect. Source: niraparib prescribing information.). Coordination abnormal is an expected event with optune gio device use (ef-11 2% and 1% ef-14 optune arm) and is a known complication of the underlying disease.